Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failed. A field service engineer replaced the barcode scanner. The field service engineer rebooted the station during repair work, cleaned the electronics drawer and the area around the back of the comm sled and power supply, checked for medications and removed debris from the bottom edge of the back panel and checked for loose drawers and re-seated the drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es scanner was malfunctioned and did not respond. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.